Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed with naked eye and magnification. It was noted that there was insufficient weld to the patient connector. Functional testing performed included leak testing, clear passage test, and clamp function test. A leak between the patient connector and tubing was found. The reported condition of leak was verified. The cause was due to a manufacturing issue of insufficient bond. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line tubing disconnected from the port to the cassette and leaked. This was noted during drain of peritoneal dialysis. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.